Event description:
It was reported that an obvious decline in the child's hearing performance has been noticed by the guardians on (B)(6) 2012. History of head trauma is denied by the guardians and problems of external devices are excluded. The pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.